Event description:
It was reported "11 apr 2025, feedback from (B)(6) medical centre on the inability of dilator to expand the skin during cvc punctures." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The complaint of a kinked guidewire was confirmed by visual analysis of the images, which show a damaged dilator and kinked guidewire. Definite signs of use were observed. The customer returned one dilator and one guidewire for investigation. Signs of use were observed inside the dilator body and along the guidewire. Visual analysis revealed that the guidewire was kinked in three locations. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were full and spherical. The kinks on the guidewire measured 196mm, 265mm, and 434mm from the proximal weld. The guidewire total length measured 450mm, which is within the specification limits of 449.2mm - 458.8mm per the guidewire product drawing. The guidewire outer measured 0.51mm, which is within the specification limits of 0.508mm - 0.533mm per the guidewire product drawing. The dilator length measured 3" , which is within the specification limits of 2 3/4" - 3 1/4" per the dilator product drawing. The dilator inner diameter at the distal tip measured 0.024", which is within the specification limits of 0.022" - 0.024" per the dilator product drawing. The outer diameter of the dilator extrusion measured 0.0794", which is within the specification limits of 0.078" - 0.080" per dilator extrusion product drawing. The returned guidewire was inserted through the dilator. Resistance was encountered at the location of the kinks; however, all functional sections of the guidewire passed with little to no difficulty. Performed per IFU statement, "use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guide wire slowly through the skin". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guidewire was confirmed through complaint investigation. Visual analysis revealed three kinks on the guidewire. These kinks created resistance when being inserted through the returned dilator. Despite the damage, the guidewire and dilator met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2025, feedback from (B)(6) on the inability of dilator to expand the skin during cvc punctures." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".